Event description:
A copy of user facility manadatory FDA from 3500a (reference number 24-0010-2004-0012) was received. The following was documented, upon coming in the night shift nurese had reported that the lumbar drain was not draining pt. Nurse observed the drain/drain site assessing that all connections and clamps were intact, and found the drain not draining. The resident was notified of the drain not functioning properly. Upon assessing the drain/drain site, he concluded that the drain/catheter had broken at the suture "hub" site. Upon speaking to the resident, he felt that the "hub" acting as a falcrum contributed to the drain/catheter breaking. A remaining piece of the broken drain/catheter remained in the pt's lumbar region and required surgical intervention for removal.